Event description:
It was reported that this right ventricular (rv) lead exhibited a high shock impedance. Technical services (ts) referred the patient to their clinic for more details. The clinic requested the patient go in for evaluation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high shock impedance. Technical services (ts) referred the patient to their clinic for more details. The clinic requested the patient go in for evaluation. This rv lead remains in service. No adverse patient effects were reported.